Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display screen was dark, therefore the media processing unit (mpu) board was replaced. Analysis also found a loose electrocardiogram (ECG) connector on the link electronic module (lem) board, therefore the lem board was replaced and a noisy system fan, which was replaced. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was also reported there was a grey screen on start-up. The programmer was returned for repair.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display screen was dark, therefore the media processing unit (mpu) board was replaced. Analysis also found a loose electrocardiogram (ECG) connector on the link electronic module (lem) board, therefore the lem board was replaced and a noisy system fan, which was replaced. (B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the programmer was turned on, the screen has a "blue hue" and is hard to navigate. It was also reported there was a grey screen on start-up. The caller indicated that rebooting did not help. The caller will contact the sales representative to have it exchanged with another one. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that when the programmer was turned on, the screen has a "blue hue" and is hard to navigate. The caller indicated that rebooting did not help. The caller will contact the sales representative to have it exchanged with another one. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: product ID 2067 rf head.

Event description:
It was reported that when the programmer was turned on, the screen has a "blue hue" and is hard to navigate. It was also reported there was a grey screen on start-up. The caller indicated that rebooting did not help. The caller will contact the sales representative to have it exchanged with another one. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.